Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners caused them physical harm that includes gum damage and tooth mobility. They have documentation from a licensed orthodontist who advised them to stop using the byte aligners.